Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# jp7077; exp date: 02/28/2021, MFR date: 03/03/2016. Batch# kc2234. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: does the patient have any allergies? No information. On what tissue was the suture used? Subcutaneous. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? The patient¿s body habitus and fat layer is thin, and the patient has bad blood flow. How was the suture placed, interrupted or continuous? Inguinal area. The incision was 4 cm. What date did the patient present with symptoms? Pod4. What intervention was performed for this suture event? Debridement and wound cleaning. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No information. Was the suture reprocessed (ie. Re-sterilized) before use? No. Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) no information. Was there any allergy testing performed? If yes, results? No information. Were both jp7077 and kc2234 lots used during the procedure? They are possible lots determined by shipment records.

Event description:
It was reported that the patient underwent an unknown urological procedure on unknown date and the suture was used on subcutaneous tissue in inguinal area. At the fourth postoperative day, it was confirmed that the patient experienced a skin inflammatory reaction just on the area of subcutaneous suturing. The surgeon opined that the suture might have caused the reaction since the reaction was found on the suturing site. The patient underwent debridement and wound cleaning. The patient has been already discharged.